Event description:
Initial report was that a patient experienced multiple vagal syncopes, fainting, and bradycardia that the patient¿s cardiologist believed were related to vns. No other relevant information has been received to date.